Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented with hemolysis and as a result, the hospital made a decision to exchange the device. No additional information was provided to the manufacturer.

Manufacturer narrative:
The lvad was successfully exchanged and the patient remains ongoing without any further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.